Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of issues with patient results and qc results for multiple assays on measuring cell 2 of the cobas 8000 e 602 module. The customer noticed the issue while reviewing patient results for elecsys t-uptake assay (t-uptake). These samples were repeated on a different analyzer and the results were normal. The customer ran qc and the results were out of the acceptable range on measuring cell 2. Measuring cell 1 was operating within specification. The customer states approximately 100 patients were affected and they are in process of repeating patient samples. The customer provided t-uptake and elecsys tsh assay (tsh) results for 2 patient samples. Of the data provided, the tsh results for 1 patient sample were discrepant. The initial tsh result was 1.38 uiu/ml. The repeat result from a different analyzer was 1.98 uiu/ml. The repeat result was believed to be correct. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 27407100. The expiration date was not provided. The field service engineer (fse) visited the customer site and identified a fluidic failure of the measuring cell. The fse replaced pinch tubing and the measuring cell. Instrument performance testing was completed and calibration and qc were within the customer's specifications.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The customer has not had any further issues since the service visit.